Event description:
Report received of an over-delivery of pepcid. It was reported that the adult pt was receiving an unknown concentration of pepcid in a 250ml bag via the secondary line to infuse at 11ml/hour. The customer contact reported that the entire bag infused in a 3-hour time period. There was no reported adverse event with the pt and no medical interventions were needed. Though requested, there was no add'l info available.